Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Reportedly, customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 700 mg/dl and a ketone level identified as life threatening by a healthcare provider. Reportedly, customer experienced loss of consciousness. Upon hospitalization, it was also found that the customer had a urinary tract infection and sepsis. Customer was treated with antibiotics, oxygen, and intravenous fluids. Customer was discharged 5 days later, (B)(6) 2024 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The failure investigation has been completed and the alleged issues were verified in the pump logs; however, no failure was identified.